Event description:
The customer called to report high bgs. It was stated that the customer was disconnected from the pump. Bgs were treated with manual injections. Troubleshooting was performed. The pump did not alarm during the pressure test.